Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Product analysis findings: instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be ~ 78.6 in/lbs., which is within print specification; all individual torque readings were within print specification, with the individual readings ranging from 76.6-81.1 in/lbs (torque specification 80 +/- 8in/lbs). Unable to duplicate customer concern; after macroscopic and functional evaluation, the instrument functions as intended.

Event description:
It was reported that the patient underwent a tlif to treat adult deformity scoliosis. It was reported that the torque limit on the driver was not working properly and stripped the center nut of the crosslink. No patient complications were reported.